Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. No issues were found in the event history log. Functional testing confirmed the reported issue. The device shows the error message 45169. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the main board needed replacement. The main board was replaced.

Event description:
It was reported that the pump shows the sporadic error message 45169. There was unknown patient involvement. No adverse event/patient harm was reported.